Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, stenosis was noted at the vascular access site resulting from the suture of the prostar closure system. Percutaneous transluminal angioplasty was performed. No other adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).